Event description:
A customer reported to baxter (B)(4) a clearlink catheter extension set in which the "hub" separated from the extension set. The alleged defect occurred during patient use, while the catheter extension set was connected to the patient's peripherally inserted central catheter (PICC) line. There were no reports of patient injury, medical intervention, or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.